Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 190 lbs. Concurrent conditions included menses irregular, dysplasia and dysfunctional uterine bleeding. In 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ gastrointestinal issues"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), abdominal pain ("right abdomen pain") and abdominal pain lower ("lower front abdomen"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinaryinfection/vaginal): persistent/recurrent urinary tract infections"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction - hypersensitivity"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain/ loss (specify which one) weight gain, weight loss"). The patient was treated with surgery (essure removal surgery.). Essure was removed on (B)(6) 2009. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, tooth disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, alopecia, migraine, nausea, weight fluctuation, urinary tract infection, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2011 in this follow-up and in summons the date of insertion was 2007. Received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed ? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received: new events vaginal bleeding, hypersensitivity, dental problems, dyspareunia, dysmenorrhea, gastrointestinal issues, hair loss; uti, migraines, nausea, weight gain, abdominal pain, abdominal pain lower were added. Reporters, events onset date, concomitant condition and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal surgery.). Essure was removed on (B)(6) 2009. At the time of the report, the genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 in this follow-up and in summons the date of insertion was 2007. Received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received previously reported event injury nos was removed. New events menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed were added. Product information indication and essure removal date were added. Patient information date of birth was added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.